Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. However, the insulin pump was received stuck in the motor error loop during bolus / basal delivery. Analysis was unable to confirm a motor position encoder error alarm due to erased history file. The insulin pump's motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during analysis testing. The drive support disk was inspected and no anomaly was noted by analysis. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a motor error alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was 172 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.